Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power on) was confirmed due to contamination on the j1 of the ca board, causing the monitor to not power on using battery pack. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.